Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2024-24013 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that they had their implant repositioned in the fall. Patient stated that they were originally implanted in (B)(6) 2023 and tried for 3 months to get the stimulator to work but the shock was not going in the right place. Patient noted that their doctor told them that they had to wait awhile to do anything; patient added that they gave up on the stimulator but then their doctor told them that they would reposition the implant this fall and now the implant is finally working right. Patient mentioned that within the first 6 months of installation of initial implant from (B)(6) 2023 they kept their equipment and just switched over the transmitter and new stimulator in their back. When asked for an event date; patient was hard to follow and unclear of a date. Agent documented the reported event (B)(6)2025: additional information was received from patient who reported they first noticed the stimulator shocking them in the wrong place in the middle of (B)(6). They report the lead and the implantable neurostimulator (ins) were replaced in (B)(6) 2024. They report they do not know what was done with the devices after replacement.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, lot/ serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Product ID: 977c165, lot/serial# unknown, product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 22-feb-2027, UDI#: (B)(4); product ID: 977c165, serial/lot #: unknown, ubd: 22-feb-2027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient never got relief on the left side after the initial implant of the lead. Patient was getting a little relief in the right foot but no relief in the left foot, therefore doctor wanted to revise the lead. Doctor tried to revise the lead but could not make it work, so made a larger lami and tried a 565 lead to see if that would get more the left side. The 565 lead was too large and was folding in on itself. So then the doctor used a new 2x8 lead, and all this was tested with neuromonitoring. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c265, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead, product ID 977c165, lot# serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported there was no device issue, the patient just had a lot of scar tissue so the lead was too large. The customer discarded their device.